Event description:
It was reported when using the bd pyxis¿ medstation¿ es, two cubies experienced failure because of a malfunction in the row board of the device. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row board was defective. The technical support specialist confirmed with the customer that the problem was resolved by replacing the row board. The system functioned as intended.